Event description:
The following information was reported: the foam bumper of the anchorfast endotracheal tube holder separated from the device. The nurse did not witness the separation but while performing oral care, observed the foam bumper missing from the track. Upon closer inspection she observed the foam bumper in the patient's mouth. No patient injury occurred as a result of this event.

Manufacturer narrative:
Without the sample hollister incorporated is unable to evaluate the reported incident or determine the cause for the foam bumper separation.